Event description:
Caller fainted after adjusting their insulin pump based on their readings from the freestyle tracker. Readings were compared to an accuchek meter with approx 100 points difference between the two meters with a lapse of approx one minute (191 tracker and 93 accuchek). The user recently became pregnant. Treatment was not described and no outside medical assistance was obtained.